Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via phone call that the customer's gryphon anchor failed during a bankcart procedure. As the surgeon applied the suture the anchor slipped and came out of place. It was removed from patient and no debris left inside. The bone quality was medium to soft. The case was completed by drilling a new bone hole and using another anchor. There were no adverse patient consequences. There was a 10 minute delay reported to drill new hole and get another anchor. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It was reported that the bone quality was medium to soft. This could have contributed to the anchor not engaging in bone properly. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).